Event description:
It was reported that during device preparation and prior to use excessive force has been used to remove the protective sheath from the nc trek balloon dilatation catheter (bdc). There was no reported patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.